Manufacturer narrative:
(B)(4). Investigation summary: it was reported that: damaged jaw. Upon visual inspection of two photos, the following was observed: the first and second photos shows and an anvil bent upwards from a device that appears to be a 60 mm. Based on the photos reviewed, the event description is confirmed, however, no conclusion or root cause could be determined. Hands-on-device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the surgeon used the echelon (psee60a) to perform a resection and the anvil was deformed. No patient consequences reported. No further information is available.